Event description:
Spontaneous communication from patient who reports she went to emergency room for double pump failure, but was not admitted. Patient states the pumps alarmed with no disposable. Per notes, patient was not yet reached on cassette device correction. Reviewed with patient that certain lot numbers have a device correction and patient should not use. Patient was travelling and only had one cassette with her, lot: 4329630, expiration date unknown, which is unaffected. Did not have lot number of the cassette that was in use when double pump failure occurred. Patient is currently infusing, but is not comfortable with current pumps serial number (B)(4) due dates unknown and wants them replaced. Date of emergency room visit and length of stay unknown. Patient's infusion was restarted. She reports she was product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No, but ER visit; is the actual cassette available for investigation? No; did we MFR replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes, but thought it was a pump failure. If yes, was the pt able to successfully continue their infusion? Yes, after ER visit. Is the infusion life sustaining? Yes; what is the outcome of the event? Resolved.